Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the pumps were exhibiting multiple no disposable alarms, not detecting the cassettes, when smiths medical, cadd medication cassettes were attached. No adverse patient effects were reported. No additional information is available at this time.